Event description:
The customer reported the image of the flex deflectable videoscope was bad and blurry. The issue occurred when the scope was plugged into one of the video towers. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the image was foggy. The report is being submitted due to the defect found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the bending section cover was scratched, the objective lens was dirty and the insertion tube had light scratches. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the foggy image was confirmed through evaluation of the device and was likely caused by the objective lens becoming dirty from user handling, a definitive root cause of the foggy image could not be determined. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU) and manually cleaning the endoscope. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.